Event description:
The customer reported that the battery module was not recognized. A review of the device alarm history log showed multiple n56 (replace battery) and n252 (depleted battery) alarms. Testing and investigation found that the device alarmed on start with the depleted battery message, the battery indicator also displayed empty. When connected to a/c the device passed self-test. When disconnected from a/c the device displayed a depleted battery message and powered down, this confirms the battery is not holding its charge. The battery was replaced and the change battery option was keyed in the pump settings. The device passed testing with no battery alarms. The complaint was confirmed with a probable cause of a combination of a depleted battery and change battery option not pressed and is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.